Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total knee arthroplasty on (B)(6) 2012 where shapemath cutting guides were used and a triathlon knee system was implanted. It is further alleged, that after implantation, the plaintiff suffered from chronic pain, joint instability, decreased mobility, and was prevented from physically participating in daily activities that she enjoyed before her knee surgery. It is further alleged that the plaintiff had to be revised on (B)(6) 2015. Medical records from the surgery state that there was a "significant defect" in the cutting angles and attachment of the knee implants from plaintiff's first total knee replacement surgery.